Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) had the customer check and reseat the sterile adaptor, replace the drape and restart the system. The customer confirmed that the system functioned properly the entire week without further abnormalities. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the arm#3 had suddenly rotated on its own axis, and it was in a limit position. The surgeon could not manipulate arm#3 and decided to swap to arm#4. The surgeon needed only 3 arms. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs, and no errors were found, apart from error 1171 (fan turned on due to a high temperature on usm3). The tse asked if there is an unusual high temperature in the room, the customer said no. The tse recommended to check and reseat the sterile adaptor, replace drape and perform a system restart when clinically possible. The procedure was completed with no reported injury.